Event description:
It was reported that post paced t wave oversensing was observed. The pt would continue to be monitored. The device was still implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
New information received states that further programming was done when another instance of post-paced t-wave oversensing was observed via remote transmission after programming change was made. The patient was asymptomatic and was fine.